Event description:
It was reported that while in use, this shaver handpiece was making a "grinding" sound. There was no reported injury or delay in procedure.

Manufacturer narrative:
Investigation findings: during testing of the shaver handpiece, the device made a high-pitched sound. Further investigation of the shaver found a potential for it to activate on its own. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for failures. There are no injuries related to this failure mode.